Manufacturer narrative:
Through follow-ups, the field service engineer indicated that the customer did not approve the purchase order for repairs.. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no ac inlet. Customer reported there was no patient involvement.